Event description:
A noga mapping procedure was performed on an 84 yr old male pt. The pt suffered a stroke during the procedure even though the mapping was a success. According to the physician, the pt had bad coronary disease and in the course of advancing the catheter, plaques were disrupted in the aorta. It was the decision of the family to not prolong the pt's life. Pt expired two days after the mapping procedure.